Event description:
New information received states that the device was noted to be undersensing. The patient was seen in clinic and programming changes were made. No further information is available this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a remote transmission with a pause episode that was due to intermittent ventricular undersensing. Programing changes were discussed. No further information is available at this time.